Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. (B)(6).

Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Patient dislocated on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to multiple dislocations and the acetabular liner and modular head were replaced with a constrained liner and head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding patient age, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿